Event description:
It was reported that the plunger from emerald inserter created an indentation on the side/edge of the ar40m model intraocular lens (iol). The issue was observed post iol implantation. Account indicated that the incision was enlarged and the lens was removed/replaced during the same procedure. The emerald device is not available for evaluation. No further information provided. This is report 2 of 2.

Manufacturer narrative:
Age, weight and ethnicity: unknown/not provided as patient identifiers were asked; however, none were provided. Unique identifier (UDI) number: a partial UDI was provided as the lot number was not provided. Expiration date: unknown as the lot number was not provided. If explanted; give date: not applicable as the handpiece is not an implantable device. If explanted; give date: not applicable as the handpiece is not an implantable device; therefore, device was not explanted. (B)(6). Device manufacture date: unknown as the lot number was not provided. The device was not returned for analysis. No lot number was provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.